Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "design narrows at junction to lumen". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature dropped to 33c on the arctic sun device when the target temperature was 36c and would not rewarm. The customer also stated that the patient had a bladder core temperature probe, which was blocked and hence it was removed, 3 axillary skin temperature probes were used and was on a balloon pump. Per follow up information received on 10nov2021, the probe was a thermistor foley catheter. It was the foley part of the catheter that was blocked. Therapy was completed.

Event description:
It was reported that the patient's temperature dropped to 33c on the arctic sun device when the target temperature was 36c and would not rewarm. Customer also stated that the patient had a bladder core temperature probe which was blocked and hence it was removed, 3 axillary skin temperature probes were used and was on a balloon pump. Per follow up information received on 10nov2021, the probe was a thermistor foley catheter. It was the foley part of the catheter that was blocked. Therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.